Event description:
It was reported that there was currently low impedance on the right atrial (ra) lead. It was also noted that there was a prior atrial lead warning. The patient had some dizziness that did not appear to be from the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5866-24m adaptor, implanted: (B)(6) 1998; 502458 lead, implanted: (B)(6) 1991. (B)(4).